Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During the procedure at approx. 12:45pm, after completing the implantation of one of the seeg electrodes, rosa was commanded to move to the intermediate position. During this movement, there was a full screen error "vigilance device failure, robot arm will resume in cooperative mode," but the arm remained in motion until it reached intermediate position. At no point did the surgeon take his foot off of the vigilance device. When the arm reached intermediate position, the error went away and the option to move to the next target was given. When the command was given to move to the next trajectory, the arm did not move when the vigilance device was pressed and the pop-up window that usually displays the image of the vigilance device, popped up blank. The pedal was stepped on for about 2 minutes before it was decided that a manual shutdown was necessary as the screen was frozen. The mouse was visible but nothing was able to be selected. Rosa was manually shutdown and restarted with no further issues.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : - a vigilance device failure happened because the user did not depress the pedal properly. - at the same time, the clearance procedure was validated. - these two events occurred simultaneously, which resulted in the overlapping of the vigilance device failure message and the automatic movement message on the screen. - the automatic movement continued since the clearance procedure had been validated and the user was stepping on the pedal. - then when the user sent the robot to the selected trajectory, the vigilance device failure message popped up blank, and the software froze because of a software anomaly (overlapping of events). A software restart solved the issue. The procedure was resumed successfully without any consequence for the patient.

Event description:
During the procedure at approx. 12:45pm, after completing the implantation of one of the seeg electrodes, rosa was commanded to move to the intermediate position. During this movement, there was a full screen error "vigilance device failure, robot arm will resume in cooperative mode," but the arm remained in motion until it reached intermediate position. At no point did the surgeon take his foot off of the vigilance device. When the arm reached intermediate position, the error went away and the option to move to the next target was given. When the command was given to move to the next trajectory, the arm did not move when the vigilance device was pressed and the pop-up window that usually displays the image of the vigilance device, popped up blank. The pedal was stepped on for about 2 minutes before it was decided that a manual shutdown was necessary as the screen was frozen. The mouse was visible but nothing was able to be selected. Rosa was manually shutdown and restarted with no further issues.